Event description:
It was reported, by the patient, that she underwent a gynecological procedure in (B)(6) 2010 and an obturator sling was implanted. The patient states that some of the sling was removed and some cannot be removed. The sling has eroded one side of the bladder wall and the other side is causing nerve damage which has left her in great pain to the back and legs and constant shaking of her body. Additional information was not provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.